Event description:
I used a cook 8 french 30 cm sheath in the left groin, which is routine for my endovascular aneurysm repair cases using endologix. Upon removal of the sheath, I noticed a linear tear in the sheath (I have never encountered that before). I am not sure if it was related in any way, but the patient had a dissection of his left external iliac artery which required a stent in that location to seal the dissection.